Event description:
It was reported that caller experienced issue during tubing fill step where drops of insulin were not seen at end of tubing, despite using multiple cartridges and following loading steps. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.